Manufacturer narrative:
The field service representative found the cover was loose and damaged and the voltage of the probe was too low. He replaced the cover and ran performance testing which was within specifications. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from the cobas e411 disk analyzer. The initial tropt result was 74.98 and the repeat results were 15.66 and 75.8. The initial pct result was 0.079 (0.080) ng/ml and the repeat results were 0.084 ng/ml, 1.43 ng/ml, and 3.87 ng/ml. The initial probnp result was <10 and the repeat result was >35000. No units of measure were provided for the tropt and probnp assays. The questionable pct result was reported outside of the laboratory and was questioned by the doctor. The pct reagent lot number was 44479500 with an expiration date of 30-sep-2020. The other reagent lot numbers and expiration dates were requested but were not provided.